Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-53 implantable pacing lead, 2005 (B)(6); (B)(4) implantable cardioverter defibrillator, 2011 (B)(6); 6944 implantable tachy lead, 2005 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had a fracture. The lead was capped and replaced. There was low pacing impedance and high threshold on the left ventricular (lv) lead. The lv lead had been previously turned off. No patient complications have been reported as a result of this event.